Event description:
During a visit to the user facility, hospital staff reported they had not used or reprocessed the auxiliary water channel of the subject endoscope for an extended period of time. Olympus was subsequently informed that the auxiliary water channel might not have been reprocessed for a period of one and a half to two years. The user facility reported the endoscope has been removed from service and will be returned to olympus for evaluation at a later date. No further detailed info was provided by the user facility.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. Based on the info provided, the user facility staff did not reprocess the device in accordance with the device directions for use. An olympus endoscopy support specialist has provided follow-up in-service training at the user facility to review the appropriate reprocessing of endoscopes. If significant additional info becomes available, a supplemental report will be submitted. This report is being submitted as a medical device report in an abundance of caution. Cross-reference manufacturer report number 8010047-2009-00177 for the other identified endoscope.